Event description:
Needle breakage [device induced injury]. A diabetes nurse reported that a pt who was using novofine 31 needles experienced having three needles break in the upper arm. An x-ray was performed, which showed the needles were positioned quite deep. The pt has recovered from the adverse event. Please note: this case is cross referenced to the following cases for the other two needles: MFR report # 9681821-2004-00016, MFR report # 9681821-2004-00017.